Event description:
A baxter sales representative sent an email to baxter corporate product surveillance, to report a continu-flo solution set which had a leak observed. According to the report, a nurse was opening and priming the set when she noticed that the set was leaking. It was reported that the tubing appeared to be cracked near the y-site. The event occurred during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.a root cause could not be deterimined.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed. If additional information becomes available, a follow-up report will be submitted.